Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Section d information references the main component of the system and other applicable components are : product ID neu_stimloc_acc, product type accessory. Product ID 924256 lot# 082216517a, implanted: (B)(6) 2017, product type accessory. Product ID 924256 ,lot# 082217117a, implanted: (B)(6) 2017, product type accessory. Product ID 3389-40, lot# 0214124799, product type lead.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable electrical lead for unknown indications for use. It was reported that the tip of the burr hole cover screws were blunt and could not be screwed into the patient's skull. A new burr hole cover package was opened and the other screws were used. The issue was resolved at the time of the report. There were no symptoms reported. No further complications were reported or anticipated. [Refer to manufacturer report #3007566237-2017-05264 for details pertaining to the reportable related event.]

Manufacturer narrative:
Analysis of product ID 924256 lot# 082216517a and product ID 924256 lot# 082217117a found damaged threads. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis of the screw, s/n unknown found that the thread of the screw was damaged. If information is provided in the future, a supplemental report will be issued.